Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On an unreported date, the patient was hospitalized (for approximately two weeks) for the event and was treated with unspecified antibiotics (doses, routes and frequencies were not reported). At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.